Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the tka, when the surgeon was using the scorpio cr punch/rasp handle, it broke."